Event description:
Complainant alleged that the device displayed a "defib fault 72" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was nor replicated or confirmed. The device was returned to the customer.